Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material residues, an electrode bent with no lifted parts, and a hole in the surface of the pebax. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation. The potential cause of the reddish material, electrode bent, and broken pebax could be related to the usage or manipulation of the device during the procedure; however, this can not be conclusively determined. The instruction for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection curve defective¿ issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrode bent¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material residues and a hole in the surface of the pebax¿. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it as reported deflection curve defective. Changing the catheter solved the issue. Five minute delay. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, observed reddish material residues, an electrode bent with no lifted parts, and a hole in the surface of the pebax. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on (B)(6) 2024 and have assessed this returned condition as reportable.